Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and it passed. The charger load test was performed and passed. The reported event of the overheating of the charger could not be confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver's charger was overheating. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the overheating of the charger could not be determined. A probable cause could not be determined.